Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle and the ligator housing), and a visual evaluation noted that the ligator head was returned without the bands. The suture thread was broken, possibly during the device removal. The ligator housing teeth and the suture hole were in good condition. The handle slot had marks of the insertion of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. The slack could be pulled smoothly. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there were no evidence of problems or defects showed. The handle was in good condition, and it worked as intended. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event; however, there is not enough objective evidence to determine that the reported event occurred due to a device problem. The returned ligator housing was in good condition without the bands attached. The returned suture thread was broken, and since there is no information about a rupture of the suture thread, it is possible that the suture was broken during the device removal, so, it has not been coded as a problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed as the trip wire on the handle unit was stuck and could not be pulled. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed as the trip wire on the handle unit was stuck and could not be pulled. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).